Event description:
The pacemaker was explanted and replaced over two years later for reported normal battery depletion with no further allegations. The device was returned for analysis testing.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis was unable to confirm the field allegation of syncope. However during testing a high current drain was noted but the battery still supported full device function. This was determined to be a result of compromised capacitors. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient experienced syncope prior to deboarding a plane. It was noted that CPR was performed by someone on the plane. The patient was taken to the emergency room where the patient reported the technician who interrogated the pacemaker had stored an episode close to the timeframe of the syncope. The patient was seen in the clinic twelve days later where they were unable to find any episodes from the date stated by the patient. Boston scientific technical services (ts) was consulted and discussed that it may have been an automatic threshold test that occurred and not stored as they occur every 21 hours. Ts further explained that if the episode was an automatic capture episode, no true loss of capture occurs during that test as back up pacing would have been available. Ts accessed the remote home monitoring system and found that impedances and thresholds have been stable, thus no cause of the patient's symptoms was able to be determined. No additional adverse patient effects were reported.